Event description:
It was reported that an incident occurred with a hybrid co2 tubing/cap set for fujifilm scopes being used for an upper gi procedure. The set was used with a 700 series fuji scope, mv stratus co2 insufflator, and an erbe irrigation pump model eip 2 for an upper gi procedure. Specifically, leaking occurred from both scope buttons as well as out the distal end of the scope. Upon changing the tubing/cap set, the leaking ceased. No patient injury was reported.

Manufacturer narrative:
The set was not available for an evaluation. Nevertheless, we have received similar reports of sets leaking at the distal end of the irrigation line and down scopes. At this time, two (2) primary causes of the issue have been determined: 1. Off-label use in that erbe medical llc sets are being used with other manufacturers port connectors (note: per the notes on use for the set's, only erbe accessories (i.e., erbe port connectors), etc. Are to be used with erbe tubing/cap sets. 2. A change had been made to the set's connector. Currently sets are now being produced with the previous connector to minimize/eliminate leaking. Other contributing causes of leaking at the end of scopes are also being investigated. In addition, reasons for leaking from scope buttons are also under investigation. If any prominent causes are determined and/or remedies are implemented to resolve leaking, a follow-up MDR will be filed.